Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k301 was conducted. There was one non-conformance associated with this lot. This lot met all release requirements. A review of kit lot k301 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. A photograph was provided for evaluation. The complaint kit and smart card were not returned. Review of the provided photograph verifies a blood leak occurred at the bottom of the centrifuge chamber. The customer reported the leak was observed after the ecp treatment was completed and may have come from the drive tube component of the kit. The drive tube and complaint kit are not visible in the provided photograph. A material trace of the drive tube and centrifuge bowl used to manufacture kit lot k301 found one non-conformance. The non-conformance was associated with kit lot k301 which involved a leak identified at the drive tube and tri-connector joint during lot release testing. It cannot be determined if this non-conformance is related to the complaint as the source of the leak could not be identified based on the available information. Additional testing was performed on 32 kits from lot k301 and no leaks were identified during integrity testing. A device history record (DHR) review did not result in any related non-conformances and this kit lot passed all lot release testing. The root cause for the reported drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit during an extracorporeal photopheresis (ecp) treatment. The customer reported the ecp treatment was successfully completed and when removing the kit they observed a blood leak at the bottom of the centrifuge chamber. The patient was disconnected at the time the blood leak was observed. The customer stated they feel the leak came from the drive tube. The customer discarded the kit and returned a photograph for evaluation.